Event description:
The customer reported of intermittent communication loss on all bedside monitors on a central nursing station (cns), they stated that they were monitoring nineteen bedside monitors in the covid ICU area and they were seeing intermittent communication loss on the central nursing station (cns). The communication loss was intermittent and it affected all monitors on this central nurse's station (cns). The customer stated that it happened 3-4 times in a couple of minutes.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that they were monitoring 19 bedside monitors on the 6j dept (covid ICU area) and they were seeing intermittent communication loss on the central nursing station. Service requested/performed: troubleshooting. Investigation summary: the overall risk is determined to be medium. The reported device was not returned for evaluation. The customer called in to inform nk tech support that they addressed the issue by improving air flow and heat distribution. The issue of intermittent comm loss was resolved. The root cause of this issue is improper cooling, user error. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 01/19/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported of intermittent communication loss on all bedside monitors on a central nursing station (cns), they stated that they were monitoring nineteen bedside monitors in the covid ICU area and they saw seeing intermittent communication loss on the central nursing station (cns). The communication loss was intermittent and it affected all monitors on this central nurse's station (cns). The customer stated that it happened 3-4 times in a couple of minutes. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of intermittent communication loss on all bedside monitors on a central nursing station (cns), they stated that they were monitoring nineteen bedside monitors in the covid ICU area and they saw seeing intermittent communication loss on the central nursing station (cns). The communication loss was intermittent and it affected all monitors on this central nurse's station (cns). The customer stated that it happened 3-4 times in a couple of minutes.